Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that the insulin pump was alarming no delivery. Customer verified connection between the reservoir and infusion set was secure. Customer stated no strain and infusion set is not bent or kinked. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer stated the insulin did exit. Next, customer was asked to manually prime the insulin. Customer stated the insulin did not exit. Customer stated he does not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 211 mg/dl at the time of reporting. Nothing further reported.